Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages/asystole event/damaged cable) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging wires in the cable and breaking the orange (lead 2-) wire in the distribution node (dn). The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "adjust belt" messages and false asytole events, and the electrode belt had a damaged cable.